Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a critical pump error and was no longer responding. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a critical pump error and was unable to download due to moisture damage on the electronic assembly. Unable to verify the pump unresponsive without prior alarm due to a critical pump error. Unable to perform the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was also received with moisture damage on the motor assembly and a keypad flex tail. The pump was received with a scratched case, a pillowing keypad overlay, a keypad overlay texture damage and minor scratches on the lcd window.